Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "it turn off" was confirmed by baxter service personnel. The assignable cause was determined to be the battery charge was below threshold making the battery inoperative. The battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "it turn off". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention. Patient involvement is unknown. No additional information is available.